Event description:
It was reported that the patient is getting x-rays and going for a second opinion/consult for lead revision. It is unknown if the x-rays will be sent to manufacturer for review. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient was noted to have high lead impedance with vns diagnostics testing during generator replacement surgery on (B)(6) 2013. As inserting the resident lead into the new generator resulted in high impedance, a lead pin issue has been ruled out and a lead fracture appears to be the most likely cause of the high impedance. The vns was left programmed off after the surgery, and no interventions are currently planned. Vns diagnostics were reported to have been within normal limits prior to the surgery, but no date was provided. All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the explanted vns generator will not be returned from the hospital. All additional attempts for information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. Attempts for product return have been unsuccessful.